Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal canal stenosis and underwent posterior decompression fusion. During surgery, after placement, due to screw deviation, connector was once removed, and when removing the open side with the reported product, the tip of the product was broken. The product was used after removal of the closed side. No fragment remained inside the patient. The product came in contact with patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Optical, hardness and dimensional evaluation found the tip just below the fracture has been twisted , consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.